Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface right 10mm catalog #: 42522100810, lot #: 65787179, persona standard cruciate retaining femoral component right size 11 catalog #: 42502607002, lot #: 65978676. G2 - report source - foreign: event occurred in new zealand. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision due to infection approximately two (2) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The reported event could not be confirmed as medical records were not provided. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Sterile certifications were reviewed and found to be conforming with no applicable deviations. The device was verified to have gone through acceptable sterilization processes following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors that may include hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issue affecting implant safety or effectiveness, the implanted products are not identified as the source or contributing to the reported infection. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.